Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message on the mobile app occurred. Data was evaluated and the allegation was confirmed as signal loss over an hour was confirmed. The probable cause could not be determined. The reported event of an unknown error message is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.